Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the they had to reset 2 or 3 times to help with the patient¿s bowel function and it finally just started helping a little bit, it had never been perfect, but had helped. No further complications were reported/anticipated.

Event description:
Additional information received as patient mentioned that they started on program 2, which didn't seem to do much, so they changed to 3, which was ok, and changed to program 1 ".05 or .04," which saw overall results of 50% improvement, though there could be days where the bowels were not helped. Patient stated that the bladder seemed to be doing a whole lot better but they would like to tweak it further to see if the bowels could be improved. Patient mentioned previously documented slippage and if there were any considerations as far as adjustments to settings. Patient had appointment with doctor on (B)(6) 2016.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she changed programs after speaking with a manufacturer representative (rep) about couple weeks after implant because the program she was on. It wasn¿t horrible but wasn¿t doing much either. She was doing better than prior to implant. She had trouble every day prior to implant but she began to hope for something slightly better. She still had concerns with some of the slippage and was having problems with difficulty urinating sometimes (retention). It was indicated she was on program 3 and rep said she should probably be at program 1 or 4. She was at 1.5v or 1.6v on program 3 but on program 1, she can be at .04v most of the time was better and she can feel it. She noticed one weekend that when she went to visit her grandkids and grand puppy that she was more active, she was leaking urine and she had not been leaking at all previously so increased amplitude a couple points and did not leak anymore after that but then after she got home, she decreased it back down again because her activity level went down again. Patient reported she either has problems with bowel slippage or not being able to go but she wondered if she increased the amplitude if it would help her sphincter muscle. It was noted that she was feeling stimulation. Patient was informed by rep that if she was still having concerns, rep or the healthcare provider (hcp) would be ableto change the pulse width just a bit which they have not done . Patient had to put off her appointment with managing hcp because of a death in the family. She was going to ask about changing the pulse width because she felt the stim sensation on the outside edge of her vaginal lips and she questioned if this was normal. Patient services inquired if this was uncomfortable for her and she stated it¿s absolutely no problem. Three weeks later, the manufacturer representative (rep) provided that patient had called them several weeks ago and they instructed the patient to try on patient programmer if patient wasn¿t having symptom relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.